Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. Customer¿s blood glucose level was 2.7 mmol/l at the time of incident. It was unknown that the auto mode feature was active at time of low blood glucose event. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.